Manufacturer narrative:
MFR found a cold solder joint (on a dcdc converter module) which had cracked under the severe vibration conditions of aircraft transport. The solder joint in question was at pin 4 of dc103 on the main pc board. Contact had become intermittent. The solder joint was repaired and the device re-calibrated. This was an isolated case, we have no trend in solder joints cracking.

Event description:
Transport ventilator in use on pt: unit alarmed and then stopped ventilating. Pt was hand-bagged (no pt injury).